Event description:
The manufacturer received information alleging that after thirty minutes of testing a trilogy evo device, the device showed a ventilator service is required on it. The device was not in use on a patient at the time of the occurrence. Philips is currently investigating this complaint. The device has been received by the third-party service center and is currently awaiting evaluation. A supplemental report will be submitted as due.

Manufacturer narrative:
The manufacturer received information alleging that after thirty minutes of testing a trilogy evo device, the device showed a ventilator service is required on it. The device was not in use on a patient at the time of the occurrence. The trilogy evo device was returned to the manufacturer service center for evaluation, and the customer¿s complaint was not confirmed while using the gold detachable battery for testing of this device. During the evaluation it was noted that the service technician alleged that the detachable battery had caused the error code to have occur on the device. In conclusion, the device's detachable battery needs replaced to address the issue. Additionally, during the service of the device, the vanity cover and main housing needs replacing for physical damage unrelated to the reportable issue. The machine flow sensor, blower assembly, and one of the in-line proximal filter needs replacing for contamination unrelated to the reportable issue. The muffler assembly needs replacing for preventative maintenance unrelated to the reportable issue. The particulate filter and air inlet foam filter were replacing for preventative maintenance unrelated to the reportable issue.